Manufacturer narrative:
(B)(4). Evaluation summary. Post market vigilance (pmv) led an evaluation of one adapter. No visual abnormalities were noted for the adapter. Functionally, the unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. Since the clinical battery, handle, and reload were not returned, pmv representative ones were utilized for all functional testing. The adapter was inserted onto the handle and calibrated without issue. A pmv reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated left and right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv reload was then cycled without hesitation or binding. The reload was unloaded and loaded without difficulty. A review of the adapter device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a gastric bypass, the device would not fire. The knife blade would not advance when the fire button was pushed. There was no injury or adverse event reported.